Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a blood collection device. The customer reported during blood draw the needle detached from the blood tube and remained in patient's arm.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.